Event description:
Patient reported pump is cracking on the clear plastic. If any medication gets on the syringe it makes the pump real sticky inside. Hard to clean and syringe tends to stick. Unknown if patient experienced a missed dose or adverse event pump available for return. Pump serial number is unknown. No further information. Indication: common variable immunodeficiency, unspecified, age-related osteoporosis without current pathological fracture. Reported to cvs/caremark by pt/caregiver.